Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via pone call that they had high blood glucose of 500 mg/dl. Customer tried taking out the infusion set and saw that the cannula was bent over. It was unknown whether the customer was using auto mode at the time of reported high blood glucose. Insulin pump will not be returned for analysis.